Event description:
Customer reported receiving an error message and a battery icon on his locked freestyle freedom meter. While assisting the customer, it was discovered the unit of measure had changed from mmol/l to mg/dl. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. F/u report will be submitted if the product is returned for eval.